Event description:
Customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 40 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Tandem technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels.